Event description:
The device was used for an laparoscopic assisted vaginal hysterectomy and bilateral salpingo oopherectomy. Intraoperatively there were loose staples observed which were removed. One week later the pt presented with a bowel obstruction. A laparoscopy was performed on the pt, and the bowel was found to be attached to the side wall with a staple. There were no other adhesions or attachments observed.